Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. It was noted that the patient had challenging anatomy and was outside the indications for use. The physician elected proceed with the case with the placement of the aortic body stent graft proximal to the intended landing zone, and bilateral stents in the renal arteries (snorkel) via brachial access. The procedure concluded with successful exclusion of the aneurysm. It was noted that there was difficulty in the beginning of the case with the prostar closure device which delayed the procedure by 2 hours and a dissection of the right renal artery during cannulation, which was successfully repaired. Three days post-op the patient expired due to sepsis but the physician specified that it was not graft related.

Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the reported non-graft related patient death was found to be user related, due to the intentional use of bilateral renal artery vents in off-label aortic neck anatomy. The manipulations during the non-endologix renal stent placements likely contributed to the procedure related harms: dissection of right renal artery; bilateral renal parenchyma infarcts; and subsequent renal failure. Increased contrast use due to a lengthy and complex procedure as well as an unintentionally malpositioned left renal artery stent also likely contributed to the renal failure which was treated with dialysis. Failure of the right groin closure device contributed to these additional procedure related harms: right leg arterial obstruction with ischemia; bilateral groin hematomas, reported sepsis, and death. The final patient disposition was expired n post-operative day three, with the cause of death being lactic acidosis due to limb ischemia. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. (B)(4)

Event description:
(B)(4).